Event description:
The following has been reported: nurse reported: tubing was leaking around the rotating luer lock or cap after being hooked up to the patient. No patient harm. A preliminary review of the logs identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.